Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical ctr. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6 failed and required maintenance. A field service engineer (fse) tested the drawer in hardware test application (hta) successfully. Customer confirmed station is functioning properly. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed and required maintenance, customer tried rebooting and recovered, unplugged and plug in the power cable, opened the back panel and checked, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.